Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (email), h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) observed there was no display on the machine. Fse checked and found pcb inverter part no. D-671-00-0230 defective need replacement. On 17/12/2025 fse replaced pcb inverter part no. (D-671-00-0230), customer purchased), checked and found unit working ok, and ready for use.

Manufacturer narrative:
Due to character limit in the e1 section the full event site address is: (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by customer that during routine check the cs100 intra aortic balloon pump had display failure. There was no patient involvement. No harm or injury was reported.